Event description:
It was reported that during a cholecystectomy procedure, the clips would not hold after placing. A lot of the delivered clips didn't hold. Moreover, some clips fell off from the applier even though the surgeon did not fire the device. Another like device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Information was not provided by the affiliate. Information anticipated, but unavailable at this time. Additional information was requested and the following was obtained: clips will not hold after placing. A lot of the delivered clips didn't hold. Moreover, some clips fell off from the applier even thought the surgeon did not fire the device. The incident occured at the first clip on channel and cystic artery. The clip were fully advanced into the jaws. No torquing od the device. No unusual noise. No unusual resistance or forces higher. Device tested out of the patient: clips don't close completely or close twisted.

Manufacturer narrative:
(B)(4). Jaw. The analysis results found that the instrument was returned with the jaws yielded, empty and locked out. The instrument is designed to lockout when all the clips have been fired. No functional test could be performed as the instrument was returned empty. However, it is known from the history of the instrument that the yielded jaws does not allow the instrument to properly feed the clips into the jaws. We have documented the circumstances as they were reported to us. Complaint information is trended on a regular basis to determine if further investigation is warranted. The batch record was reviewed and no anomalies were noted during the manufacturing process.